Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the cause of the ins going out was being the battery was 9 years old. The difficulty charging was first noticed in (B)(6) 2017. The battery was replaced and the issue was reportedly resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that it was hard for the patient to recharge. Patient reported the last time she charged it was hard to do. Patient reported that charging was hard to do before the neurostimulator (ins) went out. Patient reported the battery had gone out. Patient reported their ins was dead. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.